Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was tamper seal was broken. Both seals were removed. The device top case was cracked by the tube holder, cracked / chipped by the left bottom corner. Cracked right / left plunger case and no visible contamination. The device history report showed motor rate error. Ehl attached to the complaint as reference. The tech performed an occlusion test where the motor rate error was duplicated using same infusion rate as customer (944 ml / hr.). The root cause was attributed to a combination of motor assembly, lead screw and clutch halves (old, dirty and worn out components) and normal wear. Pump manufacture date : march 2012. The tech replaced multiple parts on motor assembly and clutch assembly. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.

Event description:
It was reported the device had a motor rate error. No patient injury reported.